Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection and functional evaluation of the devices had a cceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a nephrectomy procedure, while stapling the renal arteries, the device was unable to fire and handle could not be squeezed, three staplers were opened with the same lot number that did not open properly and a fourth stapler was pulled from the stock as it had the same lot number and the hospital did not want to risk it. A stapler from a different lot number was used to finish the procedure. No patient injury.